Manufacturer narrative:
Additional information: it is reported pta of the stenosis did not work; therefore a stent was placed from the bifurcation into the existing stent in the right external iliac artery. Patient has recovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one visi-pro, one protege gps, one everflex entrust were used to treat the right common iliac artery. Approximately 9 months post procedure patient suffered stenosis > 70 % of the stent in the right common iliac artery. The patient had recognizable complaints in the right lower leg. Complaints have been present for about six months. Eai on the right side: 0.84 and after treadmill 0.40. Duplex showed right common iliac artery proximal and mid seems to have narrower patent lumen due to thrombus, max diameter reduction approximately 70%. Right common iliac artery distal (in the stent) a stenosis of > 70% due to significant irregular calcification. Difficult to visualize the iliac arteries due to intestinal action. It is reported that the ae resulted in treatment. Patient is on the waiting list for a pta operation. Patient has not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.